Event description:
Caller reported not observing drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through the process of filling and loading a new cartridge on the pump, resulting in successful drops of insulin being observed at the end of the tubing, allowing the customer to resume insulin delivery.